Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted it was determined that one of the switches that are responsible for jaw movement had failed. It was reported that the button was broken. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: a switch was found to be nonfunctional. When the corresponding key was pressed, the handle didn't respond. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to use while doing a demo, the handle did not give any component error but the button to close the load to test, did not respond. Changed the adapter, shell and reload and the same thing happened, it does not work either. To resolve the issue, it was replaced by a manual stapler. There was no patient involvement.